Manufacturer narrative:
Na

Event description:
On 2008 (B)(6), the patient underwent surgery with a g3 trochanteric nail. On (B)(6) 2010, the patient fell and the distal radius was fractured. In (B)(6) 2010, the patient felt pain in hip. The surgeon was monitoring the patient. On 2011 (B)(6), the surgeon confirmed by x-ray that the lag screw hole on the nail was broken. On 2011 (B)(6), the patient was revised with a g3 long nail.